Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was revised. The patient experienced dyspnea, fatigue and a reduced level of activity. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness. It was reported that the right atrial (ra) lead was defective. An atrial hematoma was also reported. The lead was disabled and replaced.